Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was kinked, stretched, and broken. The introducer sheath and delivery wire were kinked as well. During functional testing, the delivery wire was unable to be advanced through the introducer sheath due to the kinks noted. The device was confirmed to be in good condition prior to use and appears to have bene used as per the directions for use (dfu). Based on the information available, it is likely that the handling of the device resulted in the kinks observed to the introducer sheath and delivery wire. Based on the information available it is likely that procedural factors limited the performance of the device, resulting in the main coil kinking, stretching, and breaking. Therefore, a cause of operational context has been assigned to the coil break.

Event description:
Analysis of the returned device revealed that the main coil was broken. No clinical consequences to the patient were reported.